Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient was symptomatic due to their pacemaker not pacing. It was also reported that the device could not be interrogated and was at the elective replacement indicator (eri), but at a visit three months prior the battery longevity estimate was one to three years remaining. The device was explanted and replaced. No patient complications have been reported as a result of this event.